Manufacturer narrative:
Section e initial reporter's name: dr (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, that the lens was not held in the correct position and it hung down from the iris. No further details were provided.

Manufacturer narrative:
(B)(6). (B)(4). Intraocular lens dislocated in patient's eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The abbott medical optics sales representative learned that there was no issue with the intraocular lens as originally reported. The doctor reported that the issue was caused as a result of a torn capsular bag. The tear was related to the patient''s atopy, which means atopic dermatitis. The patient recovered. The patient''s visual power was 1.0. No further information was provided. (B)(4).